Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation, after plugging in the catheter, a message displayed saying the catheter was only meant for single use. The catheter was replaced and the issue was resolved. The procedure was completed with no adverse patient consequences.